Event description:
It was reported that the patient was implanted on (B)(6) 2012, but then didn't use the device for the first 2 weeks because she was traveling. The patient stated that she ended up getting an infection 2 weeks after the surgery, but she wasn't sure if it's at the site of the stitches or the pocket site. She had swelling and a red streak for 5-6 days. The patient took antibiotics and the site looked good now, and the patient was ready to try the stimulator. The patient was able to adjust her stimulator and reported that she felt stimulation. Additional information has been requested, but was not available as of the date of this report.

Event description:
Subsequent information received reported that perioperative antibiotics were administered and that the infection onset/diagnosis was about 19 days after surgery. The patient's symptoms included redness. The primary location of the infection was the skin. A culture was obtained from the lumbar region and the organism was unknown. Treatment consisted of oral antibiotics and patient outcome was reported as infection resolved.

Manufacturer narrative:
Product ID 3889-28 lot# v997481 serial# implanted: 2012-(B)(6) explanted: product typ lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).